Event description:
Based on the published article: 2012 by (B)(6), "early experience with the femtosecond laser for cataract surgery" the following complication was noted out of 200 subjects: "in 1 case, cystoid macular edema developed that resolved with topical nonsteroidal anti-inflammatory agents." Etiology unk. Reference page 4, second paragraph.

Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported incident. The author did not provide details on the etiology of the adverse event and there was no device malfunction reported in relation to the adverse event. Cystoid macular edema is an inherent risk of cataract surgery. (B)(4).